Event description:
I had an aris tot bladder sling implanted by my gyn/surgeon. After the 2 week post operative "healing time", I had severe pain in my vagina, painful urination, blood in my urine, pelvic pain and I also developed sudden onset of severe joint pain at 2 months post op. I saw my gyn/surgeon 3 times post op and was told that there was no visible problem and that I was still healing. I decided to consult a uro/gyn. At my initial visit, after explaining my symptoms and having a thorough pelvic exam, the uro/gyn decided that I needed the bladder sling removed. At my pre-opt appt. One week later, an ultrasound was done to find the exact position of the mesh sling. It was discovered that I had formed a cyst that communicated with my urethra. While performing the cystoscopy, the bladder mesh was clearly seen to be within my urethra, as well as mesh that was within a cyst that had formed underneath my urethra. Surgery was scheduled for a week later. The surgery included removal of the vaginal mesh, excision of the cyst wall that had formed, and extensive urethroplasty to repair the holes on both sides of my urethra caused by the mesh.